Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's cannula was bent. Reportedly, she had high blood glucose level of 600 mg/dl and diabetic ketoacidosis which led to a minor heart attack and subsequently hospitalization. Prior to hospitalization, she self-treated with a bolus. It was stated that the bent cannula was noticed when she removed site for observation while at hospital. During hospitalization, she received insulin drip as corrective treatment which resolved the issue. It was noticed that minimal tissue death in heart had occurred due to minor heart attack and no other permanent damage was seen. The infusion set was used for less than 24 hours. She was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.